Manufacturer narrative:
Manufacturer's report date: 12/13/2007. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.

Event description:
Customer reported a continuous dilaudid drip was ordered to infuse at 3mcg/hr=30ml/hr. A new bag was hung and the rate set at 30ml/hr. One hour later the pump rate reading was 130ml/hr. On 12/05/07 received information from customer, the patient required increased observation and vital signs monitoring. Patient was a palliative/comfort care patient. Event log review determined two months earlier, at 10:51pm, the rate was programmed at 30ml/hr with a vtbi of 100 ml. The same day, at 12:38 pm the rate was changed to 130ml/hr with a vtbi of 190 ml. The device displayed a guardrails alert stating that this rate exceeds the dosage recommended for the selected drug. The logs confirm the user acknowledged and accepted the new settings. At 2:08pm, the vtbi was reduced to 100 ml and the alert stating that the entry exceeds the dosage recommended for the selected drug was again displayed. A user acknowledged and accepted the new settings. At 2:48, a new rate of 30 ml/hr was entered. Approximately one hour later, at 3:44pm the device was turned off. Functional testing of the device did not show any anomalies related to the accuracy of fluid delivery. Provided the customer a report of investigation summary. Recommended programming information be shared with appropriate nursing management.